Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed in the electronic records of the device that the device rebooted three times. The issue was not able to be duplicated. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed in the electronic records that the device rebooted three times. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.